Manufacturer narrative:
The system was examined. The reported event was confirmed and attributed to the external voltage fluctuation at the site. The company representative provided guidance to the customer on obtaining an appropriate external power supply. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 25, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the external the voltage fluctuation at the site. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system switches off intermittently. This occurred after the surgical procedure. There was no patient involvement.